Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that there was presence of foreign object in the forceps passage. This impacted the suction flow of the device. Incidental findings for the device are distal end rubber coating (a-rubber) glue has a crack and biopsy channel is leaking. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned by the customer for evaluation and repair for the issue of channel port not functioning properly as observed during reprocessing. There is no harm reported to any patient. Upon evaluation of the returned device, it was noted that there was presence of foreign object in the forceps passage. This medwatch is being submitted for the reportable issue of the foreign material found in the forceps passage as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material likely remained and clogged the channel because of the air leak in the forceps channel, therefore, reprocessing could not be performed properly. However, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.